Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been hospitalized on (B)(6) 2014. Blood glucose was not reported. Customer was hospitalized due to high blood glucose and dehydration. Customer was hospitalized overnight and release the following day. Customer was wearing insulin pump at the time of hospitalization but insulin pump was removed. Customer's blood glucose at the time of call was 175 mg/dl. Customer was advised that insulin pump would be replaced due to displacement test. No further information provided.